Manufacturer narrative:
As no additional information regarding this even is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that his right atrial (ra) lead was found to be dislodged during fluoroscopic evaluation prior to a procedure to revise the patient's right ventricular (rv) lead. Both leads were successfully repositioned and remain in service. No additional adverse patient effects were reported.